Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient will undergo an ipg replacements for an unknown reason. It was unknown if device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the reason for the ipg replacement was that the patient had difficulty charging. The patient's two ipg were replaced with a new one. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg replacements for an unknown reason. It was unknown if device malfunction was suspected.